Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was explanted due to infection. The patients underlying rhythm is atrial fibrillation with complete heart block, and an escape rate of 35-40 ppm. The patient was hospitalized and is being monitored. A procedure to implant a new device will be performed once the infection is gone.